Manufacturer narrative:
The returned navigation unit and both reference sensors passed all visual and functional tests. A review of the event log indicated a significant change in navigation unit orientation between the initial measurement and secondary measurement. This could indicate that either the pelvis moved significantly, or the pelvic base moved significantly between registrations. The user should ensure the pelvic base does not move between registrations. A review of the device history record (DHR) for the returned orthalign plus unit was conducted. The device passed all manufacturing specifications prior to release. Orthalign will continue to monitor this issue and take action if or when alert limits are exceeded.

Manufacturer narrative:
At this time there is no known injury to the patient. Once the product is returned orthalign will perform an investigation into the alleged accuracy issue. Orthalign is filing this MDR with an abundance of caution with the understanding of the potential harm that could be caused to the patient by an inaccurate device measurement.

Event description:
It was reported that total hip arthroplasty was performed with hipalign (als approach). The surgeon set that abduction angle was 40 degree with the navigation system. However, he found that the angle was different by from 10 to 15 degrees by image. Then, he impacted a cup in accordance with the image three times (the targeted abduction angle 40 degree) and the cup was installed. After that, angles the navigation showed were abduction 52 degrees and anteversion 25 degrees and abduction 50 degrees and anteversion 22 degrees. The installed cup angle was correct by the surgeon's postoperative evaluation.